Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. It was found that the device was noisy during operation and that the pressing unit was defective. Also the tamper-proof seal was found to be damaged. The defective pressing unit was replaced and the device was cleaned, newly calibrated, tested and found to be working according to specifications. The defective pressing unit would have caused the noisy operation of the device, the damaged tamper-proof seal is an indication that someone not authorized has opened the device. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 08/06/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during service and maintenance, it was determined that the fms vue pump device failed electrical service test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.